Manufacturer narrative:
Additional medical information is not available. Product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that during a laser facial treatment, a patient experienced bilateral blister, burning and redness on their cheeks. During the treatment the physician used an energy level of 2.0 and they received an error code indicating the tip was too warm on the 70th rep. After replacing the tip there were no more errors. After the procedure, the patient developed the burn. Available images of the event on the day of the procedure and one-day post-procedure were reviewed. Redness, inflammation, and blisters are visible on both side of the patient's cheek they were treated with lymphatic draining massage and an unknown ample skincare product. It is unknown if there will be any permanent damage or scarring. Additional medical information is not available.

Manufacturer narrative:
System tip was returned and evaluated. The tip failed the leak test, but passed visual and thermistor tests. No functional testing could be performed due to tip being expired. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No data card log was returned for evaluation. The tip was returned however, service unable to verify the ¿tip too warm¿ error, due to the tip being expired. According to thermage flx user manual, burns, blisters, and scabbing are known possible side effects. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroid or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.